Event description:
It was reported that the patient experienced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and treated with correction injection via multiple daily injection. The event occurred within three. The insertion site was abdomen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.